Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level in the 300's mg/dl range. The customer delivered a correction bolus via the pump and administered a manual injection to address the bg level. The customer reverted to manual injections for insulin therapy per their healthcare provider's (hcp) request as their hcp alleged there was an underlying pump issue causing the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.